Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing resulting in delivery of an inappropriate shock. Technical services (ts) discussed troubleshooting options. Subsequently, an additional shock was delivered and was suspected to be inappropriate due to t-wave oversensing. The field representative contacted ts to see if it could be determined if the shock was delivered for supraventricular tachycardia (svt) or ventricular tachycardia (vt), however, it was difficult to distinguish. Double counting of a wide complex occurred throughout the event and then a shock was delivered. The post shock rhythm was noted to be a narrow complex around the rate of 140 beats per minute (bpm). Ts noted the recent event was similar to the previous shock therapy episode. Ts again discussed troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.